Event description:
(B)(6) home health rn reported pt's curlin pump malfunctioned/broke in the middle of infusion. Pump was given system failure and home health rn replaced batteries but still was able to work. Home health rn started with gravity. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: privigen sdv - 60gm. Privigen sdv indication: common variable immunodeficiency, unspecified; immunodeficiency, unspecified; nonfamilial hypogammaglobulinemia. Did pt miss a dose or have an interruption to therapy? - yes; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.